Event description:
Dr inserted a set of punctum plugs into a 46 year old female pt in 1995. A second set of plugs were inserted into the same pt in 1996. The pt was referred to a second dr who removed both sets of plugs. The second dr stated that the punctal opening has previously been cut to insert plugs. In addition, there was minor scar tissue from the first set of plugs that there implanted into the punctal canal. All symptoms have cleared except for the scarring without damage to or impairment to the function of the eye. No further treatment is planned except for normal checkups.